Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. An incorrect result was reported outside of the laboratory to the clinician, who questioned the result. The sample initially resulted with a troponin t value of 91.4 ng/l. The sample was repeated twice on (B)(6) 2019, resulting with values of 5.12 ng/l and 4.12 ng/l. Additional troponin t values of 4.48 ng/l and 5.34 ng/l measured on (B)(6) 2019 were provided , but it is not clear if these values are from the same sample or if these values are from a second sample collected from the same patient at a different time. A clarification has been requested. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 37069500, with an expiration date of 31-mar-2020.

Manufacturer narrative:
It has been confirmed that the values of 4.48 ng/l and 5.34 ng/l measured on (B)(6) 2019 were measured from a second sample collected from the same patient at a different time. For the last calibration performed on (B)(6) 2019, calibration signals are lower than expected. Quality controls recovered within acceptable ranges. Upon review of the alarm trace, sample foam detection, sample clot detection, and abnormal aspiration alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.